Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported image issue was confirmed due to bent internal contact pins of the video connector socket. Based on the result of the investigation, root cause was likely be due to the damaged internal contact pins of the video connector socket. However, specific root cause of the damage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center teaching scope did not appear, no image. The issue occurred during preparation before use inspection for an unspecified therapeutic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.